Event description:
It was reported that the patient was seen in-clinic with low impedance. The patient has been scheduled for a revision surgery. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Analysis on the explanted generator was completed. No other relevant information has been received to date.

Manufacturer narrative:
G3 date received by manufacturer (mo/day/yr), corrected data: supplemental #02 report inadvertently reported supplemental aware date as 03/11/2025 and it should have been 03/07/2025.

Event description:
Additional information was received noting the patient underwent a full revision due to the reported low impedance. The explanted lead was discarded and is not available for return. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently left out relevant information. D suspect medical device, corrected data: supplemental #02 report inadvertently did not update the suspect device to be the generator and did not note the generator was available and returned for evaluation. F10 adverse event problem, corrected data: supplemental #02 report inadvertently did not add codes a0509, a090402 and g0203402 to capture the reed switch failure. H3 device evaluated by MFR? Corrected data: supplemental #02 report inadvertently did not select yes. H4 device manufacture date (mo/day/yr), corrected data: supplemental #02 report inadvertently did not update the manufacture date. H6 adverse event problem, corrected data: supplemental #02 report inadvertently did not add codes c0202 and d02.

Event description:
Product analysis found the reed switch to be stuck closed and error code 254 was observed upon reception. Low impedance on the datadump shows -38 ohms and 0 ohms were observed on (B)(6) 2024 prior to the explant of the device. These are clear indicators of a reed switch malfunction.